Event description:
Unk - over a few years, an 85-years-old male patient received injections of artz dispo for bilateral gonarthrosis twice a month as maintenance therapy. (B)(6) 2025 - he received injections of artz dispo in hospital a. (B)(6) 2025 - in the morning, he had swelling and pain in the right knee. (B)(6) 2025 - he visited the clinic and conducted a synovial fluid test. He was transferred to hospital b because he was diagnosed with a bacterial arthritis. He was hospitalized in hospital b.

Manufacturer narrative:
The information was provided by a japanese distributor. They received initial information on 2025-12-22 and updates on 2026-01-07. Considering the 38 spontaneous reports received since the product launch in 1987, 4 cases had diabetes concurrently. The longest time from the injection to onset of the events was 14 days. The physician changed the causality assessment to "probable" from "unassessable" based on this information. Additional information will be provided if it becomes available. Company comment: it was determined that this case was serious because we found that the patient was hospitalized at another hospital. All of our product batches passed the release tests, including the sterility test, before product release. It was therefore considered that product quality was not related to bacterial arthritis.